Event description:
A customer reported a "sensor ended, replace sensor" message with the freestyle libre 2 sensor, and was therefore unable to obtain scan readings. The customer subsequently experienced a loss of consciousness, and was treated by a healthcare professional. However, the customer was unable to provide details as to what the treatment entailed. The customer reported healthcare meter results of 8.2 mmol/l and 8.4 mmol/l, but it is unknown when these were obtained in relation to treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated, and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly. Observed a watermark at the base of the tail (indicating that the sensor was applied correctly). Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "sensor ended, replace sensor" message with the freestyle libre 2 sensor, and was therefore unable to obtain scan readings. The customer subsequently experienced a loss of consciousness, and was treated by a healthcare professional. However, the customer was unable to provide details as to what the treatment entailed. The customer reported healthcare meter results of 8.2 mmol/l and 8.4 mmol/l, but it is unknown when these were obtained in relation to treatment. There was no report of death or permanent injury associated with this event.